Event description:
Philips received a complaint on a heartstart mrx device indicating that the device was not switching on. There was reportedly no patient involvement. Remote support from the customer care solution center was received, during which the ac power module was found to be defective. However, the customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). The heartstart mrx device and all associated service/support was discontinued on (B)(6) 2022. The customer was made aware of the end of life terms and the device remains at the customer site. The investigation concludes that no further action is required at this time.